Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient stated that their therapy repeatedly displayed the message, "the system is operating at maximum settings. Therapy cannot be increased." The agent reviewed the issue and assisted the patient in connecting to their therapy over the phone. The patient reported that a "device not responding" message appeared initially. Patient tried again and was successfully connected to their therapy. The patient attempted to increase the therapy level but again received the message, "the system is operating at maximum settings. Therapy cannot be increased." The patient stated that it will not allow them to go beyond 0.5 and is also not allowing them to decrease the therapy. The patient tried switching to a different program but received the same message. The agent had the patient check the battery status of their implant, which indicated "ok." The patient stated that they had already contacted their doctor earlier that day, but the doctor was busy with another patient and had not yet returned their call. The agent reviewed the situation and advised the patient to follow up with their doctor so they can evaluate the implant. Additional information was received from a healthcare professional (hcp) on 2026-may-22. The hcp reported that the cause of the maximum settings and inability to adjust stimulation was determined. They stated that what most likely caused or contributed to this issue was the severed lead, likely a hypermobile pocket with twisting lead. They did not suspect behavioral a behavioral issue but twisting from normal activity. The hcp stated they were planning to replace and will try to make a smaller pocket.